Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient had high impedance values. The patient was programmed on the left using 10 and 9. C 11 4390 ohms 811 ~5300ohms 911 4775ohms 10 11 4019ohms. There were not problems found on the right side and the patient was programmed using c+ 0-. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the high impedances were unknown and no actions were taken. The high impedance was reported to not be resolved but the active electrode has normal impedance.